Manufacturer narrative:
Per the tandem user guide: ¿only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer advised to estart pump with adequate humalog (room temp) using appropriate technique to address issue. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high bg was occlusion alarms. Customer addressed high bg with correction injection via mdi. No additional information was provided for alternate method of insulin therapy.